Event description:
On 11/14/06, nellcor puritan bennett received a report of a cuff leak on a 4.5 pdc tracheostomy tube. The caller stated the pt was originally using a 4.0 tracheostomy tube however, leak was observed and the clinician determined a larger size tube was required. The clinician then inserted a 4.5pdc and experienced difficulty inflating the cuff after insertion. Replacement of the tube was required. The caller reported they could not confirm the 4.5pdc had been pre-tested.

Manufacturer narrative:
Investigation of this complaint is currently in progress.